Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she couldn't charge her ins since date of implant. Patient had the ins replaced with the 97715 on (B)(6) 2018. Patient reported she met with rep a couple months after being implanted. Rep reported they do not recall the patient not being able to recharge at all. Rep stated they may have helped with some recharging but never with the hcp.